Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the insulin pump has low battery life. Insulin pump passed displacement test, self test and active current measurement. Insulin pump successfully downloaded to thump. Insulin pump received with high sleep current due to moisture damage to the electrical board 2 . Insulin pump trace download analysis confirmed the insulin pump alarmed 7 low battery alerts between (B)(6) 2021 11:54:00.000 and (B)(6) 2021 09:09:00.000 and confirmed replace battery now alarm on (B)(6) 2021 11:54:00.000. The power management graph confirmed low battery alert and replace battery now alarm was triggered due to moisture damage to the electrical board 2. Verified cause of low battery alert, replace battery now alarm and high sleep current using a test electrical board 2. The motor assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: corroded electronic assemblies, cracked case corner of the belt clip rails near the battery compartment, scratched case and pillowing keypad overlay, the p-cap/reservoir does lock properly. Insulin pump failed sleep current and confirmed low battery alert and replace battery now alarm was due to moisture damage to the electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.